Event description:
It was reported that the procedure was to treat a proximal circumflex artery. A 3.0 x 15 mm nc trek was prepped without issue. The balloon catheter was advanced to the lesion; however, when inflating the balloon, contrast was seen coming from the proximal end of the balloon and it would not inflate. Another nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inability to inflate the balloon was confirmed. The inner member separated at the proximal balloon marker, with the fracture face jagged. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the separation were related to balloon protective sheath removal. Although no difficulty in sheath removal was reported, analysis concluded the possible root cause appears related to balloon sheath removal as a result of normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.